Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device exhibited post-paced t-wave oversensing via review of remote transmission. Programming changes were recommended and will be made when patient present to the clinic. Patient was asymptomatic.